Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr inspected the unit and the events log; no error codes was found. The fsr reported being unable to duplicate the reported issue. The fsr tested the unit on battery mode and no errors, or alarms occurred during the battery operation mode. The fsr checked all the connections, performed the user verification test, and reported the unit meets manufacturer specifications.

Event description:
The customer reported the vela ventilator completely powered down on a patient when disconnected from the red outlet power source. The customer reported that the power went out completely within 30 seconds. The issue occurred during patient transport; the customer reported the patient was removed from the vela and was ventilated using an ambubag. The customer reported there is no patient injury associated with the event and vital signs were stable throughout the incident.